Event description:
Covidien received a report that the unit did not provide beep tones (or alarms) while in use on a pt. There was no pt harm, and the unit was swapped out with another unit.

Manufacturer narrative:
The customer isolated the failure to the main board. The customer was advised that the product is no longer mfg and replacement parts are no longer available.